Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that her blood glucose readings were in the 20-30s mg/dl at night and 43 mg/dl during the day. The customer stated that the pump was giving her too much insulin. The customer stated that she has been experiencing low blood glucose readings for the last 2 weeks. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact her health care provider regarding her low blood glucose readings. The customer was advised to call back if the issue persists.